Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy in the 5c¿ ortho joint care area. The device was programmed to deliver ceftaroline (600 mg/250 ml) at a volume to be infused of 250 ml at a rate of 250 ml/hr as a primary infusion. The device ran the antibiotic in 24 minutes when it was supposed to take an hour. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6: added code 4109 for event history log review. Correction h10: the device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported symptom is: IV pump ran antibiotic in 24 min when it was supposed to take an hour. There was 36 minutes left on the pump when it said "air in line". Customer alleged that the bag was empty after 24 min and alarmed air-in-line! , but event history log showed evidence that there was 150ml left after 24min. There is no evidence that could be used to confirm the customer allegation of over infusion. Evaluation could not perform a flow accuracy test and did not evaluate for the reported symptom because the device was dropped before it could be tested. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will be repaired and pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of IV pump ran antibiotic in 24 minutes when it supposed to take an hour.there was 36 minutes left on the pump when it said "air in line", however the evaluator inadvertently did not evaluate for the reported symptom. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.